Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber adhesive falls off.

Manufacturer narrative:
We checked the returned unit and confirmed that the bending rubber gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber gluing. In addition, we confirmed that the objective lens unit dusty, the insertion flexible tube (ift) leak, the remote control button leak, the insertion flexible tube (ift) cut, the remote control button cut, the suction channel kink, and the air/water socket chipped/cut o-ring ; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the glue falls. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.